Manufacturer narrative:
((B)(4). Product evaluation in process.

Event description:
Customer complains of "lo"results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 130-140mg/dl. Unable to verify expiration date on vial of test strips, as customers discarded vial and stored strips loos in meter case. Reviewed meter memory: (B)(6). Customers concern:"lo" on (B)(6) 2015. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip was stored not properly stored. Additional product codes added.

Event description:
Customer's daughter complains of "lo" results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 130-140mg/dl.unable to verify expiration date on vial of test strips, as customer's discarded vial and stored strips loos in meter case. (B)(6). No adverse event reported. Daughter is calling on behalf of customer stating customer has recently undergone surgery for colon cancer and is still receiving treatment. Customer was unable to provide strip lot number due to the fact that he threw away the container and put the strips loose in meter case. When retrieving meter memory time and date were not properly set up.